Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient reported prefilling cartridge, using cartridges for 5 days, and reusing cartridges. Animas is not the manufacturer for the patient's infusion set, information has been forwarded to the legal manufacturer. No conclusions can be made at this time.

Event description:
The patient reported experiencing a blood glucose up to 289 mg/dl with nausea, shakiness, and disorientation; the patient also reported having the tips of toes and gums turn black. The patient reportedly did not seek medical attention. The patient reported having an issue with the cartridge leaking past the o-rings. During the call, the patient stated that the leaking issue was noted while filling the cartridge and the patient did not use the cartridge. Later in the call the patient stated that blood glucose elevated to 229 mg/dl when the cartridge was found to be leaking; the patient reported removing the cartridge to find the plunger and o-rings "cocked or skewed". The patient reported prefilling cartridges, using cartridges for 5 days, and sometimes reusing the cartridges. The patient was advised not to reuse cartridges and to avoid using cartridge or infusion set for over 72 hours. The patient also reported having pain at the infusion site when moving. The patient removed the infusion set and found blood in the cannula; the patient reported having issues inserting the infusion sets. Customer support reported having some trouble following the patient during the call. The patient reported having some issues with the diabetes prior to using the pump including 72 hospitalizations previously including one coma. The patient declined troubleshooting issues further. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: no cartridge was returned; a retained sample was evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.